Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071 and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with support assistance, and was advised to continue using pump and call back if malfunction code recurred, which did not occur after reset.